Event description:
It was reported that during an unknown procedure, the staples were delivered acrossed; staples badly released. The case was completed by using another like device. There was no patient consequence.